Manufacturer narrative:
(B)(4).

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that after pressing 'yes' to shutdown the unit a blank gray screen appeared without an active countdown. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2018 at around 1:30 pm. The system log shows the system was used on (B)(6) 2017. The next date the system is powered up in the log is (B)(6) 2018. It is likely the date is not set correctly on the central control monitor (ccm). Based on the logging date, on (B)(6) 2018 (possible the actual date is (B)(6) 2018) the system is powered on at 07:20:48 am. A perfusion screen is opened at 7:24:12 am. At 1:29:09 pm the perfusion screen is exited. At 1:29:27 pm the ccm is shutdown gracefully. There is no indication of a problem in the log. It is unlikely anything would have been logged for the issue described. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The central control monitor (ccm) was fully tested including shutdowns with no problems. The unit operated to the manufacturer's specifications.